Manufacturer narrative:
Zimmer biomet complaint( B)(4). Concomitant products: item# 281004120, lot #hg2d24, 12.0mm modular reamer head, item# 281004125, lot # ft93d4, 12.5mm modular reamer head, item# 281004130, lot # g3baf4, 13.0mm modular reamer head, item# 281004135, lot # fp4aa4, 13.5mm modular reamer head, item# 281004140, lot # g24av4, 14.0mm modular reamer head, item# 281004145, lot # g24ax4, 14.5mm modular reamer head, item# 281004150, lot # fp4ad4, 15.0mm modular reamer head, item# 281004155, lot # fp4ae4, 15.5mm modular reamer head, item# 281004160, lot # fp4af4, 16.0mm modular reamer head, item# 281004165, lot # fh4as4, 16.5mm modular reamer head. Complaint sample was evaluated and the reported event was confirmed. Product evaluation stated, "based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely started to show signs of corrosion at some point after cleaning and sterilizing product with non-neutral ph cleaning solution." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was likely due to cleaning and sterilizing product with non-neutral ph cleaning solution. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the cdu have reported that there is signs of rusting on reamer heads. There was no patient involvement or surgical delay.